Manufacturer narrative:
Hayashi, katsuhide, et al. (2023). Extraction outcomes of implantable cardioverter-defibrillator leads vary by manufacturer and model family. Ep europace, volume 25, issue 12, december 2023, euad345, https://doi.org/10.1093/europace/euad345.

Event description:
It was reported per article of interest literature review that the goal of this study is to evaluate the safety and efficacy of implantable cardioverter defibrillator (ICD) transvenous lead extraction (tle) and compare and assess the impact of manufacturer ICD model family on the safety and effectiveness of tle in a large, prospectively collected, observational registry of tle patients presenting for extraction of long implant duration ICD devices. The study cohort included all consecutive patients with ICD tle in the cleveland clinic prospective tle registry between february 2013 and april 2022. A total of 810 patients met inclusion criteria. Boston scientific comprised 139 endotak leads in this study. 132 leads were completely removed, 3 partially removed, and 2 could not be removed except by surgical intervention. 5 cases met major complication criteria. No additional adverse patient effects were reported.

Manufacturer narrative:
Hayashi, katsuhide, et al. (2023). Extraction outcomes of implantable cardioverter-defibrillator leads vary by manufacturer and model family. Ep europace, volume 25, issue 12, december 2023, euad345, https://doi.org/10.1093/europace/euad345

Event description:
It was reported per article of interest literature review that the goal of this study is to evaluate the safety and efficacy of implantable cardioverter defibrillator (ICD) transvenous lead extraction (tle) and compare and assess the impact of manufacturer ICD model family on the safety and effectiveness of tle in a large, prospectively collected, observational registry of tle patients presenting for extraction of long implant duration ICD devices. The study cohort included all consecutive patients with ICD tle in the cleveland clinic prospective tle registry between (B)(6) 2013 and (B)(6) 2022. A total of 810 patients met inclusion criteria. Boston scientific comprised 139 endotak leads in this study. 132 leads were completely removed, 3 partially removed, and 2 could not be removed except by surgical intervention. 5 cases met major complication criteria. No additional adverse patient effects were reported.